Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for detachment of the safety shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety shield detached from the hub collar when the shield was retracted. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: the needle shield was detached. Safety shield detached from white coller when a medical staff retracted the safety shield. Hub collar separation, occurrences from 5 to 7. Safety shield detached from white coller when a medical staff retracted the safety shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety shield detached from the hub collar when the shield was retracted. This occurred on 7 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle shield was detached. Safety shield detached from white coller when a medical staff retracted the safety shield. Hub collar separation, occurrences from 5 to 7. Safety shield detached from white coller when a medical staff retracted the safety shield.